Event description:
It was reported that the customer had high blood glucose levels (200 mg/dl). Customer noticed an air bubble at the luer lock connection. Cold insulin is used to load cartridge.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."